Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection was performed where excessive lubricant and damage to the trigger was observed. Based on the condition of the returned unit, it is possible that the reported event was caused by rapid actuation of the device. The excessive grease observed may increase the probability of the clip not loading into the jaws if the device was rapidly actuated. The instructions for use (IFU) states ¿do not attempt to rapidly fire clips. Completely release the trigger after firing. A partial release of the trigger may disrupt the clip feeding sequence and cause clip malformation which may lead to bleeding and/or leakage.¿ applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Name of procedure: laparoscopic cholecystectomy event description: translated: during laparoscopic cholecystectomy, the applicator does not deliver the clip. The event date is unknown. Intervention: ni patient status: no clinical impact to the patient indicated.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: laparoscopic cholecystectomy. Event description: translated: during laparoscopic cholecystectomy, the applicator does not deliver the clip. The event date is unknown. Intervention: ni. Patient status: no clinical impact to the patient indicated.